Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2022 with shortness of breath and orthopnea. The patient was noted to have leukocytosis, hemoptysis, and subjective fever. They underwent a chest x-ray, computed tomography (CT) scan, and an electrocardiogram (EKG). The chest x-ray revealed bilateral airspace disease. The patient was originally started on ceftriaxone and azithromycin but was changed to vancomycin and cefepime with the assumption of an upper respiratory infection as the primary source. The patient was admitted to the intensive care unit (ICU) for further inotrope and pressor support with a central venous catheter placement. The patient had a 20 pound weight gain since their last appointment. On (B)(6) 2022 the patient had continued shortness of breath, pleuritic chest pain, and a cough and underwent a right heart catheterization (rhc). On (B)(6) 2022 the patient felt much better and had improved shortness of breath and cough. Cultures came back with only normal respiratory flora. On (B)(6) 2022 the patient's pump speed was increased. On (B)(6) 2022 through (B)(6) 2022 the patient had mild right chest wall discomfort while coughing and inspiring. On (B)(6) 2022 the patient felt better and was discharged to home on antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. Heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) (rev. C) and patient handbook (rev. D) is currently available. This IFU lists infection and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.